Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead had exhibited high, out-of-range impedance, high capture thresholds and oversensing. The patient was asymptomatic as a result. The patient presented for a lead revision procedure on (B)(6) 2018. However, during the replacement procedure, the patient's blood pressure began to drop and the physician elected to halt the procedure and keep the lead in place. The lead was reprogrammed and the patient was stable following the procedure.